Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with a saline mentor breast implant of unknown type and experienced generalized illness symptoms : ¿started getting sick.¿ as a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the left breast implant.